Manufacturer narrative:
Additional information: h6, h10. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (pre-existing cryopreserved homograft) may have contributed the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
It is to be noted that (adverse event) is also reported through the thv/tvt registry. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 2 days post implantation of a 29mm sapien 3 valve in a pre existing cryopreserved homograft in the aortic position via transfemoral approach, the sapien 3 valve embolized and 'flipped'. A non edwards valve was placed in the first sapien 3 valve, emergently. About 24hrs post non edwards valve implantation, a second 29mm sapien 3 valve was placed in the non edwards valve due to aortic insufficiency. All valves were placed across the annulus. Subsequently, approximately 1 month post procedures the patient expired. The patient was put on ECMO and developed septic shock. No malfunction of the edwards device relating to the death.